Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through various troubleshooting steps without success, resulting in a decision to escalate the issue for further assistance. The customer was advised to use multiple daily injections as backup therapy to ensure continued insulin delivery. Service representatives arranged for a replacement pump to be sent, providing instructions for returning the defective unit.